Manufacturer narrative:
Device is used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The mfg documents were reviewed and no complaint related issues were found.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: the cranial clamp broke while trying to accommodate the device when it is in the wrong position after placement. This is 1 of 2 reports for the same event.